Event description:
It was reported the device was dropped and the connector on the ventricular side is broken. It was also reported there are broken strap clips. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ventricle output connector, two side bail covers, upper case, lower case, and ring cover are broken. Analysis also found the lead flex cover and battery drawer are damaged. Battery contacts compressed. Two side bails and ring are missing. (B)(4).